Event description:
A consumer called into customer support because she was concerned about the discrepancy in her blood glucose results. It was reported to nova biomedical that a consumer received a result of 73 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips from the same vial getting the following results of 154 mg/dl. During the first call to customer support, it was revealed that the consumer did not control solution test for integrity before use their initial test strips as instructed in our directions for use.

Manufacturer narrative:
Test strip lot # 1020214204, expiration date: 07/2016, control solution lot # 1030514339, range: 82-127 mg/dl. The meter and test strips will be returned for evaluation. Nova biomedical awaits the return of the device four evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.